Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an internal memory error. The field service engineer replaced the breathing control printed circuit board (pcb) related to this error code, updated software, and returned the ventilator to the customer after passed tests. The control pcb was returned for investigation. No device logs showing the event were provided. A visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator and simulated use test ventilation did not reproduce the described customer issue. Three pre-use checks passed and simulated use test ventilation ran for six days without any deficiency noted. If a defect related to the generated error code appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that during the investigation, the returned control pcb worked as expected without any deficiency. As no device logs were provided, the reported technical error code could not be confirmed. Note. The ventilator was manufactured 09/17/2003 (not 06/21/2013 as was stated in the initial MDR).

Event description:
Manufacturer's ref.#: (B)(4).